Manufacturer narrative:
The investigation for this device has not yet been completed. An update will be provided upon completion of the investigation.

Event description:
The dentist reported that when the pt was seen, the implant had come out.